Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of both power source ports (port 1 and port 2) found loose with the o-ring gaskets displaced from the controller housing. This issue is currently being investigate. This issue is also being covered under hhe00003. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this issue is still being investigated. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller did not pass smr pre-check as it had a loose power connector. The controller was replaced and the patient tolerated the exchange without any issues.